Event description:
The patient was admitted for hydrocephalus and underwent ventriculoperitoneal shunt surgery. Re-examination after surgery reportedly revealed an edema around the shunt catheter. No further complications were reported.